Event description:
The ge oec 9900 fluoroscopy sys had image quality issues. Lines through images or blanking /dark images.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective interconnect cable that was replaced. The sys was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.